Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with a neurostimulator for the treatment of spinal pain. It was reported that the patient's vocal cords were affected by a tube used during their implant procedure. The patient was told it would heal after a week but per the patient it didn't. Per the patient they had an adverse reaction to given steroids during the procedure and that was why the tube was used. It was stated that the patient's voice was permanently affected, and per the patient the health care provider said it was due to negligence of the anesthesiologist. No further complications were reported or anticipated.